Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen at an unknown concentration and dose via an implantable pump for intractable spasticity and head/brain injury. It was reported that the pump was alarming and there was a discrepancy between what was actually in the pump versus the reservoir volume on the programmer. The patient arrived at their scheduled refill appointment with low reservoir alarming. The pump interrogation showed 0 reservoir volume; the pump was accessed and 0 residual received. The needle placement was verified by inspection of the hcp. The pump reservoir was accessed again using a new kit and 8 ml were aspirated. The pump volume was updated and the chart check revealed that this residual was in line with previous pattern. The patient was without signs or symptoms of overdose or withdrawal. It was unclear how long that pump had been alarming as the patient was in a facility. The patient would be brought back in two weeks for interrogation and pump aspiration. It was unknown if the issue was resolved at the time of the report and the patient status was alive with no injury. On 2016-nov-15, additional information was received. The cause of the incorrect pump volume was not determined; the patient would have a volume recheck. The cause of the inability to aspirate was not determined. The hcp felt like they were in the reservoir; a new stick was done using a new refill kit that was successful.

Manufacturer narrative:
Concomitant medical products: physician programmer-handheld,ddb. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that clinician error was suspected to be the root cause for the inability to aspirate with the first kit. The cause for the incorrect pump volume was suspected that at the previous refill all the information was put in the programmer including refill volume change but suspected that the actual pump was never updated which would cause it to begin alarming despite drug in the reservoir. Re-education has been done with clinician and subsequent refills have been as expected and appears the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.